Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the broken rear wheel. There was no reported patient involvement.

Manufacturer narrative:
Additional information from the ge field engineer was reported. The caster was attached to the unit at all times, the device did not tip or fall. The wheels were worn, but not broken. The initial report was not a hazard and was not reportable.